Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.    Reported events : 6 events were reported for this quarter.   Product return status : 4 devices were received for evaluation. 2 devices were available for evaluation but have not yet been received.   Evaluation status : 4 device evaluations are in progress.   Additional information : 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was shedding metal debris. 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 6 total events were initially reported. 6 previously reported events are included in this follow-up record.   Product return status 6 devices were received.   Event confirmation status 6 reported events were not confirmed. Evaluation results 6 devices had no device problem found.

Event description:
This report summarizes <noe> 6 </noe> malfunction events in which the device was shedding metal debris. 6 events had no patient involvement; no patient impact.